Event description:
It was reported that the patient had had a problem with his patient programmer (pp), which had started on the sunday prior to this report. It was stated that the pp was showing a ¿call your doctor screen.¿ it was noted that the patient had met with a manufacturer representative on the monday prior to this report for ¿reprogramming of the pp.¿ it was noted that the patient¿s knees and back were ¿killing him¿ after he lifted his mother up. It was further noted that the patient¿s knees and back were ¿like that all the time when he does something like that.¿ additional information received reported that the patient had experienced a power on reset (por). It was stated that the por was reset and ¿everything was back to normal.¿ additional information received reported that the cause of the por was unknown.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).